Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 341-10-704, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instability.